Event description:
It was reported that pump displayed malfunction code and fault ID during use, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was provided pump reset information, and successfully reset pump, after which malfunction code did not recur, and customer was advised to continue using pump and to call back if malfunction reappeared.